Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the loose connection due to the worn out of the output socket by repeatedly long-term use or the excessive force being applied to the output socket by the user. In the case of the evis 190 series videoscopes, there was the possibility that the endoscopic image was not displayed due to the communication failure of the output socket because it communicates with the video processor via a light source. On the other hand, in the case of before the evis 190 series videoscopes, there was the possibility that there was no affected of the failure of the output socket of the light source because it communicates with the video processor via a scope cable. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4). Checked the subject device and found that the reported phenomenon was duplicated when the power plug was moved. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, it was found that the subject device could not recognize the evis 190 series videoscopes and the endoscopic image was not displayed. The evis 180 series videoscopes could be recognized. There was no report of patient injury associated with the event.